Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient experienced an infection (location and treatment of the infection unknown) and electrode migration. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery. Further information is being sought from the clinic.

Manufacturer narrative:
Correction: the adverse event (b5) was filed inadvertently in the previous report. There are no reports of infection and electrode migration. Correction: the brand name (d1) was filed inadvertently in the previous report. The correct brand name in d1 would be nucleus ci622 cochlear implant with slim straight electrode. Device analysis report attached. This report is submitted on june 22, 2022.